Event description:
On (B)(6) 2013, a reporter contacted animas alleging that their device would not power on. The reporter indicated that there were no other issues with the device prior to this one and that it was working fine. It is unclear at this time if replacing the battery fixed the issue with this device. This issue is being reported because it was not resolved at the time of troubleshooting. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
Follow up #1: 01/26/2016. Device evaluation: the pump has been returned to animas and evaluated on 01/14/2016 with the following findings: the pump¿s black box data from date of the complaint had been overwritten however there were unexplained pump reboot events observed in the current black box beginning on (B)(6) 2015. The pump intermittently powered on with the returned battery cap. The battery cap was unable to tighten due to damaged threads. Battery compartment cracks were observed in the thread area and below the grip pad. The battery compartment threads were also damaged. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated.